Event description:
It was reported that a patient presented for an implant of a right ventricular leadless pacemaker (rvlp) during the first fixation, in tether mode, the helix movement was unfavorable. Under fluoroscopy, the rvlp was noted to have dislodged. The rvlp was retrieved, and second fixation was attempted, once in tether mode the current of injury was less, threshold had increased, and the helix movement was unfavorable again. Rvlp was removed and helix was inspected, and a clot was observed. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient condition was stable following the procedure.